Event description:
Patient was implanted with plate and screw fixation at the talus on (B)(6) 2012. Patient was returned to operating room on (B)(6) 2012 for the removal of the hardware due to non-union. No hardware was reportedly broken. Patient was revised to foot fusion nail. This is 4 of 7 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.